Event description:
Customer reported incorrect sample identifiers on the galileo when testing 16 patient samples with abo/pool cell assay on the galileo.

Manufacturer narrative:
This is a known software anomaly. Customers were notified 9/30/08. The correction was upgraded loading bay firmware, which is part of the 2008-04(rev3) update. The instrument was operating as expected.